Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
It was later reported that the catheter was coiled at t11 and t12 with multiple loops. It was unknown if the coiling was intentional. The pump would need to be replaced next year, and the healthcare provider (hcp) was not going to address the coiling.

Event description:
It was reported the "catheter is coiled." Last year (2012) patient was told by the hcp the catheter was coiled. It was confirmed by a CT scan and was "coiled in multiple places." The hcp sent her to the hospital where MRI's and "stuff" were done and they said it was not wasn't causing any problems. Patient's spasticity was getting worse; "spasticity is worse than it ever has been." The patient also was experiencing pain in her back and was planning on seeing a chiropractor. The patient was also seeking a closer hcp. The pump was used to deliver baclofen. It was later reported that patient had experienced constipation and was referred to a neurosurgeon. There was a catheter loop at the distal/spinal segment, that was "most likely a finding at implantation discovered by the neurosurgeon due to onset of constipation". It was noted that patient was hospitalized and recovered without sequela.

Manufacturer narrative:
(B)(4).